Event description:
After the primary surgery of tha took place for the right hip joint on (B)(6) in 2009, the patient was well on the way to recovery. However, when the patient had visited the hospital for the check-up on the advice of the surgeon who had been pointing to the possibility of mom, the MRI & CT images suggested abnormality around the patient¿s hip joint. Therefore, the surgeon opted to carry out a revision of tha on december (B)(6) in 2014. During the surgery, not only was there avascular necrosis around the hip joint, but the surgeon also confirmed osteolysis and metallosis attributed to a host of blackened tissues around the head-neck junction of the implant. The surgeon removed the abnormal tissues around the head-neck junction in light of the stability of the hip joint and replaced the liner, the head and the stem with the polyethylene type, the delta ceramic head and the new stem of the same size respectively. The complainant queried the combination of the 9/10 taper and the 36mm head and has requested the investigation of the removed implants. There was no surgical delay. The patient is now under observation for recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
After the primary surgery of tha took place for the right hip joint on (B)(6) in 2009, the patient was well on the way to recovery. However, when the patient had visited the hospital for the check-up on the advice of the surgeon who had been pointing to the possibility of mom, the MRI & CT images suggested abnormality around the patient¿s hip joint. Therefore, the surgeon opted to carry out a revision of tha on (B)(6) in 2014. During the surgery, not only was there avascular necrosis around the hip joint, but the surgeon also confirmed osteolysis and metallosis attributed to a host of blackened tissues around the head-neck junction of the implant. The surgeon removed the abnormal tissues around the head-neck junction in light of the stability of the hip joint and replaced the liner, the head and the stem with the polyethylene type, the delta ceramic head and the new stem of the same size respectively. The complainant queried the combination of the (B)(6) taper and the 36mm head and has requested the investigation of the removed implants. There was no surgical delay. The patient is now under observation for recovery. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. The complaint shall be closed with an undeterminable cause. Should further information become available then the complaint may be investigated further. The returned products will be retained in secure storage area for future reference.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).